Event description:
It was reported that a device was used during an unknown procedure. The device did not cut the anastomosis when fired. The case was completed with a like device with no pt consequence.